Event description:
Pump declared cartridge change error. There was no adverse impact to customer's blood glucose level. Customer received guidance from technical support, which involved removing and inspecting the cartridge and its components. After cleaning and verifying parts were correctly positioned, customer successfully completed loading process and resumed insulin delivery.